Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016, at 10:00pm. The patient manages her diabetes by self-adjusting her insulin doses and stated that she increased the dose of her medication in response to the alleged issue, but could not specify what medication or when. The patient reported that "inmediately" after the issue occurred she developed a symptom of "sweatiness", however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time the product had been used and there was no apparent misuse of the device. The error 2 message did not appear when the power button was pressed. The patient had followed the correct testing steps and when was walked through a retest the issue was resolved. Product was replaced and requested back for evaluation. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.